Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was experiencing high blood glucose levels and infection at the site due to infusion set. Caller also reported getting a no delivery alarm and inaccurate sensor readings. Blood glucose level at the time of the incident was 418 mg/dl. It was not disclosed how the customer treated for the high readings. Customer did not troubleshoot for the alarm as it has been resolved when the site was changed. Customer was advised to speak to their healthcare provider about irritation and alternative sites. The insulin pump was not returned.